Event description:
I had essure implants for permanent sterilization procedure done in (B)(6) 2010. I have had very painful intercourse since then, plus much heavier periods. Neither of these symptoms were present before the procedure. I also had another pregnancy resulting in a (B)(6) baby boy born in (B)(6) 2012.